Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that review of device data showed several instances of high hv lead impedance. Diagnostic imaging revealed no anomalies. It was suspected that the lead might be stretched due to the patients large heart. Due to the patients condition no induction testing will be carried out. The lead remains implanted and the patient will monitored.